Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. It was reported that the sensor was within 3 inches of the insulin pump. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. Labeling indicates: avoid injecting insulin or placing an insulin pump infusion set within three inches of the sensor. The insulin might affect sensor performance.